Manufacturer narrative:
Product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found optic deformed and haptic torn/bent/broken/deformed. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.00/+1.0/59 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.